Manufacturer narrative:
Device evaluation summary: five battery packs were returned to medtronic for failure investigation (fi). A visual inspection of the returned parts showed no anomalies. Fi verified the battery firmware and serial number to be correct. With the returned parts installed in the test ventilators separately, reported event was duplicated. For further analysis, fi connected the batteries to bqwizard software and found that the reported event was likely due to (hsc) hardware short circuit. Two breath delivery (bd) power distribution printed circuit boards (pcbs) were returned to medtronic for fi. A visual inspection of the returned parts showed a damaged/blown r6 (1q) resistor measuring as 1.7kohms on one pcb and 105kohms on the second pcb. Since a blown resistor can lead to battery short circuits, it would be unsafe to install in the test ventilator. Fi mentioned that the likely cause of the blown resistor is the blown c174 capacitor on the ui pcb. One user interface (ui) board with a blown c174 capacitor and thermal damage, along with the related pcbs was returned to medtronic for fi. With a blown capacitor, it would be unsafe to install in the test ventilator. From the historical findings, this type of damage can lead to a blown r6 resistor on the bd power distribution board, which can lead to battery shortages. The cause of the observed condition was determined to be the blown capacitor c174 on the ui pcb which in turn caused the other failures like blown batteries, blown resistor r6 on the bd power distribution pcb and resulted in the replacement of multiple related pcbs. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the breath delivery (bd) power distribution printed circuit board (pcb), bd power controlled pcb, user interface pcb, breath delivery unit (bdu) central processing unit (cpu) printed circuit board, direct current (dc) to dc converter printed circuit board (pcb), main backplane pcb, battery backplane pcb, bd power controller/ distribution pcb, rechargeable lithium ion batteries. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator had a blank screen, the ventilator stopped and smoke was seen coming from the ventilator. The patient was removed from the ventilator, manually ventilated via an ambu bag before being placed on an alternate ventilator without harm.